Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: product ID ¿ unknown. Device code - unknown. Device info - unknown. Date implanted - month and day unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a partial left knee arthroplasty on (B)(6) 2007 and a right knee arthroplasty in 2005. During post-operative monitoring and testing on the right knee, pain, audible noise and joint stiffness were noted. During post-operative monitoring and testing on the left knee, pain, joint stiffness and swelling were noted. These findings were found during follow up testing; there were no symptoms reported by the patient. There has been no reported revision procedure to date.